Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reby0451 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (reby0451) have been reported from the same (B)(6) facility. Device has not yet been returned for evaluation.

Event description:
It was reported that during catheterization the nurse found that there was ¿stubble¿ at the end of the guidewire, which resulted in the puncture sheath failing to be delivered. A second device was opened and the guidewire was found to have the same problem. A third device was then opened and the guidewire was found to also have the same problem. The procedure was completed with ¿blinding pinning¿ catheterization. There was no reported patient injury. This file addresses the first of the three devices.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown at this time. Four 0.018 in. Stainless steel guidewires were returned for evaluation. The samples were labeled sample 1, sample 2, sample 3, and sample 4. Sample 4 was returned in a plastic hoop. An initial visual observation showed bends in sample 1, sample 2, and sample 3. A microscopic observation revealed the coils at the proximal end of each guidewire were deformed and dislocated. Both weld tips on each sample were observed to be intact; however, the end of the coiled wire of sample 4 appeared to be detached from the weld tip. A kink was observed in the coiled wire of sample 2 near the distal end. Use residue was observed on all of the returned samples. An attempt was made to pass each guidewire through a 21 g introducer needle. Sample 2 and sample 4 were able to pass completely through the needle with ease. Sample 1 was also able to pass completely through the needle, but resistance was felt at the locations of the bends in the guidewire and at the location of the damage on the proximal end. Sample 3 was not able to pass through the needle and was observed to be become stuck at the location of the damage on the proximal end. The samples were sent to the manufacturing facility for further evaluation. Reynosa evaluation: the complaint of ¿stubble at the end of the guidewire¿ is confirmed but the exact cause is unknown. According to the photo visual evaluation of the guidewires were observed dislocations in the adjacent coil at the proximal end of the guidewires which confirms that guidewires were damaged after manufacturing process, the cause of this condition is unknown. A lot history review (lhr) of reby0451 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (reby0451) have been reported from the same (B)(6) facility.

Event description:
It was reported that during catheterization the nurse found that there was ¿stubble¿ at the end of the guidewire, which resulted in the puncture sheath failing to be delivered. A second device was opened and the guidewire was found to have the same problem. A third device was then opened and the guidewire was found to also have the same problem. The procedure was completed with ¿blinding pinning¿ catheterization. There was no reported patient injury. Four devices were returned. This file addresses the first of the four devices.